Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Patient problem code: f27 ¿ no patient involvement device problem code: a180104 - device contamination with chemical or other material device history record review was completed by our quality engineer team for provided material number 309653 and lot number 3235276. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Mat#: 309653 lot#: 3235276. It was reported by customer that pharmacist discovered gnat inside the barrel between the plastic and syringe. Issue noticed 21-oct-2023 mat: 309653 lot: 3235276 reporting that pharmacist discovered gnat inside the barrel between the plastic and syringe. Customer does have the product to send in. There was no impact to patient because the product was not used.